Event description:
It was reported that a homechoice device experienced an unspecified system error alarm. It is known if the patient was connected at the time of the alarm. This occurred during an unknown stage of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured in june 2011. The device was received and the evaluation is complete. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. The event history log review showed a system error 2046. A visual inspection and functional testing were performed. The reported condition was verified. The direct cause of the problem was a manifold valve. The manifold valve was replaced to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.